Manufacturer narrative:
The sample is not available for evaluation. Corrective action has been implemented at manufacturing site for loose luer connections; this complaint lot was produced prior to corrective action implementation. 3m will continue to monitor.

Event description:
A hospital reported loose luer connections during use of 3m¿ ranger¿ high flow disposable set, model 24355. The first disconnection was while priming normal saline. It is unknown which luer was used for priming. The second and third disconnection happened while the patient was receiving the third and fourth unit of prbcs. Luer connections used were reported as the one directly before and the one directly after going into the ranger¿. No medical interventions or patient injury was alleged.